Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cable require reset. A field service engineer, cleaned contacts and applied enhancer on the door also secured connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system, the door 2 has failed. The customer reported that the malfunction occurred when the user was trying to issue medications to a patient. There were no adverse events or injuries reported based on this incident.